Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) gets extremely hot whenever he uses the charger provided in the kit. The patient that due to the overheating he switched to a lower amperage charger.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.